Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.6ua. The standard is <15ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014, around 6:30pm. Pt (sb) called in stating that after he ate he didn't feel well. Pt stated that he was sweating, felt week and was disoriented. The reading on the prodigy meter at the time of the event was 69mg/dl. Paramedics were called approx 5 minutes after testing with the prodigy meter. Pt's wife gave him 2 10oz. Bottles of orange juice to drink while waiting for paramedics. Paramedics arrived approx 20 minutes after testing with the prodigy meter. Paramedics performed a glucose test with their meter with a result of 50mg/dl. Pt was not transported to ER. He stated he was feeling better. Pt consumed an additional cup of the cream and 2 candy bars. Pdc sent replacement and prepaid envelope requesting return of suspect device.